Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Also received 2 photo samples. The first photo sample shows top overview of catheter. Second photo sample shows end of catheter with balloon not inflated. Based on photo samples received product meets specifications. The DHR reviews are not required as the reported event is unconfirmed. A labelling review is not required as the reported event is unconfirmed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out during the surgery. The event occurred approximately one hour after placement. There was no balloon rupture or tear observed on the foley catheter.

Event description:
It was reported that the foley catheter fell out during the surgery. The event occurred approximately one hour after placement. There was no balloon rupture or tear observed on the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.